Manufacturer narrative:
The insulin pump was received with normal operating currents no unexpected missing segments or jittering lcd display during testing. The device had intermittent button response and button error alarm due to corroded keypad traces. The device passed the displacement, rewind, basic occlusion, occlusion, prime, and excessive no delivery test. The device had cracked case at the display window corner, cracked reservoir tube lip, minor scratches on the lcd window, and cracked battery tube threads.

Event description:
Customer's mother reported via phone call, the screen on the insulin pump was blinking and jittering, when the batter icon shows a full battery. She is having a difficult time seeing what she is programming on the device to administer insulin to the customer. Customer's blood glucose was 294 mg/dl. The issue occurs when the customer's mother presses the buttons. Customer's mother didn't recall any significant event which may have caused the keypad. She was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. She agreed to return the device for further analysis.